Event description:
Complainant alleged that during a sales demonstration of the device, the device did not power up and the screen only displayed a dot in the center of the screen. The complainant indicated that there was no pt involvement the reported malfunction.